Event description:
It was reported that the table locks were intermittently not holding, causing the table to move. There was neither injury reported nor pt involvement. The concern is for a serious injury if a pt were to become unsteady and fall as result of the table moving when locked.

Manufacturer narrative:
The ge field engineer (fe) evaluated the sys and found a broken bucky lock cable. The fe repaired the lock cable, adjusted the table lock foot pedals, and returned the prod to svc. The system's preventative maintenance procedures contain instructions to check for table lock functionality.